Event description:
During preparation for coronary artery bypass graft surgery, fourheartstring seals unraveled while loading the seals into the delivery tube. The fifth seal didn't deploy out of the delivery tube. The hospital did not provide any additional information. No patient complications were reported.